Manufacturer narrative:
Received medical records from the pt on (B)(6) 2015. The medical records were summarized and the additional medical information can be found in the attachment. Received two sealed blisters for evaluation. The parameters of the two sealed lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No other visual attributes were observed. The solution was also tested and the ph was in specification. There was not enough solution to measure conductivity. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 an e-mail was received from a patient (pt) that reported that he/she has been using acuvue brand contact lenses (cl) for the last 10 years. The pt reported that "the last batch behaved differently it seemed to fog up with protein very quickly." The pt reported that "after changing them on a regular basis he/she developed a corneal ulcer which has left him/her partially blind in the left eye." On (B)(6) 2015 a call was placed to the pt and additional information was obtained as follows: the pt reported that he/she purchased 12 pack of acuvue oasys lenses after (B)(6) 2015 annual exam. The pt reported os discomfort and foggy vision on the first and second day of lens wear. The pt reported "os redness, discomfort, and scratchy sensation upon insertion of lenses." The pt reported that he/she went to urgent care. The pt reported that he/she was diagnosed by the physician with a "scratch." The pt was unable to recall if a prescription was given at that time. The pt reported that he/she saw an ophthalmologist due to the concern for the os. The pt reported that the eye care professional (ecp) diagnosed a corneal ulcer os. The pt reported that he/she was treated with two different antibiotics (medication names unknown) and that he/she alternated the treatment with the two antibiotics, 1 drop every 30 minutes for two to three weeks. The pt reported that he/she can't recall when the symptoms or treatment began, but the pt "believes it was anywhere for 4-6 weeks prior to contact." The pt reported that he/she is currently using a steroid eye drop bid os (medication name unknown) for eye swelling. The pt reported that he/she is feeling better. The pt also advised that the suspect product was discarded. On (B)(6) 2015 the pt's family member sent an e-mail and reported that the pt had a follow-up appointment on (B)(6) 2015 and he/she would request that the pt's medical records be sent for evaluation. The pt's family member also reported that he/she sent the remaining product for evaluation, but it has not yet been received. A lot history review was performed on lot number b00kc3k and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.